Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to lid switch, sw5.

Event description:
A customer contacted stryker to report that their device would not power on when the lid is opened. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on when the lid is opened. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.